Manufacturer narrative:
This report is submitted on june 3, 2019. (B)(4).

Event description:
Per the surgeon, the patient experienced a skin overgrowth at the abutment site and subsequently underwent a skin revision (date not reported) to replace the abutment and cauterize the skin. It was also reported that the patient was administered topical antibiotics (date not reported).